Event description:
Following treatment with a urethral bulking material in 2005, a patient experienced exposed material and a urinary tract infection. The exposed material and some free floating material from the bladder were removed with graspers via cystoscopy. The area was irrigated. On 03/29/2006, the patient was treated with antibiotics fot the urinary tract infection resolved. No further complications have been reported.